Event description:
Patient was revised to address acetabular cup loosening. Update: (B)(4) 2012 - medical records were received. The revision operative report indicates that the patient had a local tissue reaction. Additionally corrosion was noted on the taper of the femoral head as well as on the trunnion. The complaint was reopened to address the reported corrosion. :update: (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered persistent pain, difficulty, catching sensation in his hip, asceptic loosening, excessive levels of chromium and cobalt and revision surgery. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. The complaint has been reopened for further investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the 2549757 and dc9a51 product and lot code combinations since their release to distribution, while finding two others for infection against the 2899619 lot code. Review of device history records finds no manufacturing deviations or anomalies that would have contributed to the reported event. Follow-up for additional event information was conducted utilizing work instruction wi-7915. No additional information was obtained. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Device not returned.